Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Complaint reporter telephone number, (B)(6). Telephone number: (B)(6). Other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported their tecnis symfony intraocular lens (iol) haptic broke and the lens stayed partially inside the eye. Physician tried to slowly return the injector piston back, to finish inserting the second haptic. Lens was inserted and the second haptic was loose. Physician had to open the incision, remove the iol and implant another one. There was a delay in the procedure and sutures were required. No other information was provided.